Manufacturer narrative:
Product ID: 3889-28, lot# va1cwkj, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1cwkj, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator. It was reported that the patient was experiencing sacral nerve pain and that it was not due to stimulation. The pain limited the patient¿s ability to sit for more than 15 minutes. The program was changed with the programmer to confirm that the pain was not caused by the stimulation. It was also reported that the patient experienced pain in the leg running down to the knee. The lead was removed. After the explant, the symptoms were significantly improved, but the patient still had sacral nerve pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.